Manufacturer narrative:
The device was not returned.

Event description:
It was reported that two devices were not implanted due to 90% remaining battery capacity. Both devices will be returned for further analysis. No further information is available.